Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently done with transvaginal taping, anterior colporrhaphy due to stress urinary incontinence and cystocele. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, and incontinence.